Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate antitachycardia pacing therapy for a supraventricular tachycardia rhythm. Programming changes were made, and patient will continue to be monitored.